Manufacturer narrative:
An investigation was performed for architect stat troponin-I reagent lot 30327un21. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed; the patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 30327un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 30327un21. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 30327un21 was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission. Catalog number and UDI were corrected.

Manufacturer narrative:
It was discovered on september 29, 2022 that the initial and follow up emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and country. MDR number 1415939-2022-00076 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated troponin results for one patient. The customer uses the normal range 0.01 to 0.03 ng/ml for troponin. The following result information was provided: sid 216970 initial result 0.444 ng/ml, repeated <0.03 ng/ml, repeated on another analyzer <0.03 ng/ml no impact to patient management was reported.